Event description:
Event desc: cortrak assisted nasogastric tube insertion done. The nasogastric tube was placed in the right lung and feed was stated.

Manufacturer narrative:
The cortrak was returned and found to be functioning within specifications. The placement file clearly shows a right lung placement. At approx 14 seconds into the placement the tracing went to the pt's right well above the midline. Per instructions for us and the operators manual this is indicative of placement into the lung. Because this is not a typical tracing as illustrated in the instruction for use, it is unclear why the clinician did not react to the unexpected tracing.